Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that there was a two to three minute delay in the procedure while the surgeon attempted to disengage the instrument.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, the transforaminal posterior atraumatic lumber (tpal) inserter jammed and the implant could not be released. There is a grinding noise when the inserter is turned from open to close and it seems to be sticking. It is not known if the handle or the knob is faulty. There was no patient harm reported. There was a two to three minute delay in the procedure. There was another one available to use during the procedure. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.